Event description:
Lap chole - "first two clips fired just fine but the third one the clip wouldn't engage and close."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.